Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 385 mg/dl. Customer stated that there was a low reservoir and the pump kept resetting itself. Customer treated with a manual injection. Customer reported that the alarm received was a rewind loop. Customer was assisted with rewinding the pump. Customer declined to troubleshoot for high blood glucose levels. Customer stated that the pump was dropped 2 weeks ago and the drive support cap was protruded. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).